Event description:
A necrotic sore developed about 3 inches above the insertion site of an arterial line inserted at the pt's wrist for blood pressure monitoring. The arterial line is also used for periodic blood draaws and includes a cell-saver device. This is one of six similar cases at this facility in 2003.